Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation, fold creases, wear abrasion, and cloudiness/bubbles in the gel observed after autoclave disinfection cycle. A weight test of the explanted material was verified and device was within specification. Based on the device analysis the final assessment was no observations found related with the complaint reported by the physician and no issues found related with the manufacturing process.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device has been explanted.